Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi procedure, an 18f manta was deployed for closure in the right common femoral artery. A high positioned access was gained utilizing micropuncture and ultrasound guidance. The arteriotomy was 6.9 mm, no calcification, with a measured depth of 4.5cm + 1cm. While advancing and withdrawing the procedural sheaths the physician noted he may have felt a change in resistance when he advanced the sheath. The manta device was deployed to the measured depth, and hemostasis was immediate. A post-angiogram revealed a dissection at the access site. Balloon inflation was applied, and blood flow was restored. The device was not returned, and angiograms were not received for investigational purposes. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: noticed dissection at access site at end of case. Additional information on the 17feb2023: during a tavi procedure on the (B)(6) 2023 micro puncture and ultrasound were used to gain high access in the right femoral artery. Artery size was 6.9mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1=5.5. The physician reported that he may have felt a change in resistance when advancing the procedural sheath. Act was 411 prior to closure and heparin was administered intravenously during the procedure. Time to hemostasis was immediate. The dissection was noted on post procedure angiogram and a balloon was used to resolve. The patient was reported as fine post procedure.

Event description:
It was reported that: noticed dissection at access site at end of case. Additional information on the 17feb2023: during a tavi procedure on the (B)(6) 2023 micro puncture and ultrasound were used to gain high access in the right femoral artery. Artery size was 6.9mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1=5.5. The physician reported that he may have felt a change in resistance when advancing the procedural sheath. Act was 411 prior to closure and heparin was administered intravenously during the procedure. Time to hemostasis was immediate. The dissection was noted on post procedure angiogram and a balloon was used to resolve. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi procedure, an 18f manta was deployed for closure in the right common femoral artery. A high positioned access was gained utilizing micropuncture and ultrasound guidance. The arteriotomy was 6.9 mm, no calcification, with a measured depth of 4.5cm + 1cm. While advancing and withdrawing the procedural sheaths the physician noted he may have felt a change in resistance when he advanced the sheath. The manta device was deployed to the measured depth, and hemostasis was immediate. A post-angiogram revealed a dissection at the access site. Balloon inflation was applied, and blood flow was restored. The device was not returned, and angiograms were not received for investigational purposes. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Qn # (B)(4). An investigation has been opened to review historical data and risk documentation.

Event description:
It was reported that: noticed dissection at access site at end of case. Additional information on the 17feb2023: during a tavi procedure on (B)(4) 2023 micro puncture and ultrasound were used to gain high access in the right femoral artery. Artery size was 6.9mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1=5.5. The physician reported that he may have felt a change in resistance when advancing the procedural sheath. Act was 411 prior to closure and heparin was administered intravenously during the procedure. Time to hemostasis was immediate. The dissection was noted on post procedure angiogram and a balloon was used to resolve. The patient was reported as fine post procedure.